Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the methylene blue test was positive after the devices were used for anastomosis in an open bariatric procedure. Suturing was done in the staple line. The surgical time was extended by more than 30 minutes and the event lead to extend the patient¿s hospitalization for 5 days.